Event description:
It was reported that during implant of the implantable cardiac monitor (icm) there was a possible undersensing issue due to the implant technique used by the physician and the placement the physician chose. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.